Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, the cartridge was filled 200 units of insulin, and received an initial accurate fill estimate of over 60 units. However, after delivery of 70 units of insulin, the pump displayed that there was no insulin in the cartridge. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 200 mg/dl at the time of the event.